Event description:
It was reported that a female patient underwent a breast augmentation surgery with implantation of an unspecified mentor breast implant prosthesis. Post-operatively, the patient stated they had a ruptured breast implant after magnetic resonance imaging. The affected breast was not provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The type of device involved is unknown, and that the common device name and procode values are being used for submission purposes only. Several follow-ups were conducted, however no additional information was provided. If information is provided at a later time, a supplemental report will submitted accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 26, 2022, the mentor analysis lab received the suspect medical device for evaluation. The device provided the identity of the device. Brand name: 350cc mentor memorygel breast implant, catalog: 3503504bc, lot: 5643685. With the provided lot number, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On may 27, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold measuring less than 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur after implantation, but it is more likely to occur the more prolonged the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor received the date of implantation as (B)(6) 2006 and serial numbers for both devices that were implant. As the affect said that endured the rupture was not provided both lot and serial numbers are being provided as left implant - lot number: 5643685 / serial number (B)(6) and right implant - lot number: 5643685 / serial number: (B)(6). If further information is provided, mentor will submit a supplemental report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 20, 2022, mentor received information that the patient underwent explantation surgery on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).